Manufacturer narrative:
A lot history record review was completed for lots 25120955, 25120999 and 25121223 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. The shaft was bent at the pivot point approximately one inch below the base of the jaws. Based on the received condition of the device and the results of the evaluation, the reported complaint was confirmed. A lot number was not provided and a ship history will not identify the specific lot used therefore it is not possible to review the device history record DHR. The most probable cause of the damage is insertion of the hemopro tool inside the cannula while holding the shaft more than six inches away from the tip. The jaws came in contact with the tool port opening or the internal components of the cannula causing it to bend at the weakened point from the force used while inserting the device. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Feb. 22, 2016 02:44 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.